Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The event of vision loss is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient legal representative reported patient had a xen®45 gts implanted into the unknown eye and is experiencing vision loss.

Manufacturer narrative:
Continued d.10. Concomitant therapies: prednisolone acetate. The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of exposure is addressed in the product labeling.

Event description:
Additional information received noting that the patient had a xen®45 gts implanted into the right eye that was removed roughly three weeks later due to exposure and the conjunctival buttonhole was sutured and closed with no complications. The device has been explanted. After removal of the xen®45 gts, patient experienced none-device related events of glaucoma progression and fibrosis. Ahmed glaucoma valve and a corneal half moon was placed over the tube and sutured to sclera. A week later, patient had a glaucoma tube revision and corneal patch graft was re-sutured onto the sclera.